Manufacturer narrative:
(B)(4).the covidien field service engineer (fse) verified the malfunction. The fse replaced the graphical user interface (gui) printed circuit board (pcb), upgraded the software and backlight inverter pcb. The ventilator passed all testing.

Event description:
The customer reported that the 840 ventilator had a blank screen. There was no patient connected to the device.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.